Manufacturer narrative:
Initial and final MDR (B)(4) - device 1 of 2. Request was performed for additional information including lot number; however, lot number was not provided. A complaint investigation was initiated under complaint investigation. Unfortunately, no specific lot number was identified, which limits the ability to trace or analyze a particular item. Investigation in progress.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient experienced ten infusion set adhesive issue events on (B)(6) 2025, due to the infusion set being accidentally pulled out during use as a result of the tubing catching on something or the pump falling. The blood glucose level was high, and the patient was treated with a correction bolus via the pump. The patient replaced the infusion set and successfully resumed insulin deliveries. No further information available.